Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information explains that the staff shut the system down and rebooted to clear the system error displayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a red system failure displayed and the system shut itself down during irrigation/aspiration. The system was rebooted and the procedure was completed with no harm to the patient.